Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the medical records info it appears on (B)(6) 2015 this pt was admitted into the hospital and diagnosed with hyperkalemia. The peritoneal dialysis registered nurse confirmed the pt was hospitalized for hyperkalemia and stated the electrolyte imbalance was attributed to the pt's failing peritoneal membrane. Per the peritoneal dialysis registered nurse, there was no allegation of device malfunction, and the pt's condition is currently being evaluated by the pt's doctor. Serum potassium levels were not provided by the peritoneal dialysis registered nurse. Medical records do not contain any progress notes, diagnostic/lab results, treatment records or history/physical notes for review. There is no documentation in the medical record that shows a causal relationship between this pt's liberty cycler or concomitant products and the pt's diagnosis of hyperkalemia. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device history records was conducted by the MFR. A search was conducted to identify the lots of product shipped to the customer three months prior to the event. There were no deviations or non-conformances during the mfg process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) pt contacted technical services for assistance with her dialysis machine and reported she required medical assistance. The pt had been hospitalized the previous evening due to elevated potassium levels. Follow up with the pd pt's registered nurse (rn) confirmed the pt was hospitalized on (B)(6) 2015 for hyperkalemia and stated the electrolyte imbalance was attributed to the pt's failing peritoneal membrane. The nurse indicated the pt was discharged (B)(6) 2015 and indicated as of (B)(6) 2015 the pt's signs and symptoms of hyperkalemia resolved and the pt resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were provided by the pt's dialysis center. The pt was admitted into the hospital on (B)(6) 2015 and diagnosed with hyperkalemia, acute on chronic renal failure, diabetes, uncontrolled hypertension and hyperlipidemia. The pt's potassium chloride was discontinued in the hospital and subsequently was discharged home.